Event description:
"The incident involved an infant. The infant survived the incident. The reporter relayed that the infant had a 3.5fr uvc catheter inserted in the umbilical artery with placement by the heart. The catheter had a "goal post" taping around the insertion point. The infant was placed on its stomach. The reporter relayed that the "football" broke and the infant began to bleed out the breakage. She reported that the nurse quickly discovered the problem and stopped the bleeding. The infant required a transfusion to replace the lost volume."